Event description:
On (B)(6) 2025, it was reported to bioprotect ltd about a a patient complaining on rectal pain. The patient underwent digital rectal examination (dre), CT scan and observational colonoscopy with no evidnace of rectal injury or other findings.

Event description:
On (B)(6) 2025, it was reported to bioprotect ltd about a patient complaining on rectal pain. The patient underwent digital rectal examination (dre), CT scan and observational colonoscopy with no evidnace of rectal injury or other findings.